Manufacturer narrative:
Concomitant product: 6947 lead, implanted: (B)(6) 2009; 4076 lead, implanted: (B)(6) 2009.

Event description:
It was reported that right ventricular (rv) lead pacing impedance had gradually increased and plateaued at a high level. The pace/sense portion of the lead was capped and replaced. It was also reported that a new left ventricular (lv) lead exhibited high impedance and non-capture. After removing the lead pin from the cardiac resynchronization therapy defibrillator (crt-d) and reinserting it, stable impedance with capture was noted. When tested after pocket closure, all vectors showed high impedance. The lead was reprogrammed and remains in use. The crt-d also remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.